Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that during centrifugation with bd vacutainer® cpt¿ cell preparation tube with sodium heparin the tube was discovered to be cracked on the bottom. The following information was provided by the initial reporter: customer is reporting tubes crack at the bottom during centrifugation when using product 362753.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during centrifugation with bd vacutainer® cpt¿ cell preparation tube with sodium heparin the tube was discovered to be cracked on the bottom. The following information was provided by the initial reporter: customer is reporting tubes crack at the bottom during centrifugation when using product 362753.